Manufacturer narrative:
(B)(4). Additional information received from the hospital. "Please see answer from or re your inquiry. I can tell you that there are absolutely zero ethicon staplers in the or currently and at the time of this event. " based on the additional information provided the event does not meet the criteria for aa ees product complaint, file voided.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Researched history of reports from this account and no incident reported. There are no sales of ees staplers to this account since 2006. Attempted to reach the risk manager at this facility to determine if they have information regarding this event and the manufacturer of any staplers utilized during the procedure. The account requested that we place a written request for information.

Event description:
It was reported by notification from counsel that a (B)(6) claim was filed in (B)(6); however it has not been served. The pleading has little information other than a surgical stapler device was utilized during an unknown procedure. The pleading further states that on or about (B)(6) 2009, the patient died.